Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 120 mm. Vessel morphology is unknown. The patient has a history of hypertension, cerebrovascular accident, and obesity. It was reported that the stent graft was pulled down during retraction of the runners, and the right hypogastric artery was occluded. An aortic cuff was implanted proximally to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.